Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no, corporate lot no, expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol modified kugel hernia patch on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against modified kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2009 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per operative notes, ¿in the upper midline, a large hernia with sac was identified and dissected from the surrounding tissues. The adhesions were reduced and fascial defect was closed with sutures. A small oval composix kugel mesh (device 1) was placed over the defect and secured with sutures. The wound was irrigated and closed with sutures.¿ on (B)(6) 2010 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of prior mesh (device 1) and implant of synthetic mesh. Per operative notes, ¿a large hernia in the same region was noted. The hernia sac was taken away from its attachments to the level of fascia. The mesh (device 1) had blown up into the hernia sac and excised from the surrounding tissues. The omentum adherent to the underside of the hernia were taken down and completely excised. The synthetic mesh was placed over the defect and secured with sutures and tacks circumferentially. The fascia was secured and reapproximated with sutures.¿ on (B)(6) 2010 ¿ patient was diagnosed with recurrent ventral hernia and small bowel obstruction thereby underwent open repair with removal of prior mesh and implant of composix kugel mesh (device 2). Per operative notes, ¿the small bowel was entrapped and led to obstruction. The prior mesh was torn in some location and it was removed. The recurrent hernia sac was completely reduced and composix kugel mesh (device 2) was placed over the defect in underlay fashion and sutured circumferentially.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol modified kugel hernia patch on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against modified kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.